Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections and skin overgrowth at the implant site. Subsequently, the patient was treated with topical antibiotic ointment (date and duration not reported). The implanted device remains.